Event description:
It was reported that this right ventricular (rv) lead perforated the heart. This lead was surgically abandoned and placed a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart. This lead was surgically abandoned and placed a new lead. No additional adverse patient effects were reported.